Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal lead characteristics.

Event description:
It was reported that immediately following implant of the lead, a decrease in sensing values was observed. The pocket was reopened and the lead was explanted and replaced.